Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 04-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the active directory connection binding had failed. A technical support specialist (tss) checked the configuration and found that two domains had been set, with one showing an error status. The tss advised the user to resave the domain from the es server due to an error with the active directory (ad) group. The tss noted that the information technology (it) team had stated that the conversion was not yet complete but had temporarily enabled the account for access. The customer mentioned that it team completed the conversion and provided an update. During the review, the tss found that an incorrect password had been used and advised the user to logging in with the format 'first name. Last name' along with the user password resolved the issue. The system functioned as intended after the technical support specialist and it team investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server user reported that his credential was unable to authenticate when tried to access the server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.